Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that severe central aortic regurgitation occurred.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, severe aortic regurgitation was the cause of death. A coronary occlusion was confirmed. The patient was complaining of chest pain 24 hours post-implant. The valve was attempted to be snared up and out of the way of the coronary artery. It was further reported that the valve was intended to be implanted shallow because a bioprosthetic valve was implanted in the mitral position approximately 2-3mm below the annulus and the implanting team wanted to avoid interaction with the mitral valve. A pre-implant balloon aortic valvuloplasty (bav) was not performed. The deployment starting point was at the bottom 1/3 of the pigtail catheter. Upon release of the valve, the valve dislodged a couple millimeters aortic. Prior to the dislodgement, the implant depth was 1-2 mm deep on the non-coronary cusp (ncc) and left coronary cusp (lcc). After valve dislodgement, the implant depth was -2 to -3 mm above the annulus. The valve stayed situated in the aortic root with no issues post-deployment. A non-medtronic guidewire was used during the procedure. The misloaded delivery catheter system (dcs) was used for implant with the new valve. The misload was not due to a new valve loader. Following implant of the new valve, the migration was confirmed via fluoroscopy. Per the physician, the lack of calcium, pre-existing aortic regurgitation, and shallow implant depth caused/contributed to the valve migration.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a, product ID l-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading process of the valve, the valve was inspected. Deformation and bending of the outflow crowns and paddles while attaching the outflow cones was observed. The valve was placed in warm saline multiple times, but the same issue occurred when trying to cover the paddles with the capsule while in the paddle pockets. The paddles would bend backwards every time the valve was put into the paddle pockets when an attempt was made to cover the paddles with the capsule. Multiple attempts were made to straighten out the crowns and paddles. It was noted that a 5¿10 minute procedure delay occurred. A new valve was opened and prepped with no issues. During deployment of the valve, the valve was deployed shallow and dislodged upon release. It was decided to leave the valve where it was. It was noted that the patient had a bioprosthetic mitral valve situated below the annulus, so the transcatheter aortic valve was attempted to be placed shallow to begin with. The patient also had a low calcium score of 170 and mild-moderate central aortic regurgitation prior to implant, which did not allow for optimal anchoring to the native annulus. Later in the day following implant, the valve migrated aortic. 1 day following implant, the patient died. Per the physician, there was concern for a possible coronary occlusion.